Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform self-test, off no power test, unexpected restart error test, occlusion test, prime test, excessive no delivery test and displacement test due to motor error alarm. The insulin pump passed idle current test and run current test. Unable to verify motion force sensor error alarm due to motor error alarm. The insulin pump received with severely scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motion sensor test failure alarm from the insulin pump. The customer's blood glucose level was 341 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.